Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, bleeding at site and change sensor alert. Customer was treated with glucagon shot. Customer blood glucose value was unknown. The event involved product(s) mmt-1884, unomedical, mmt-7040a, unk_reservoir. Troubleshooting was partially performed for high blood glucose. Troubleshooting was performed for site issues and sensor alerts. It is unknown whether customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for unk_reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: no specific incident date was given, so the notified date of march 24, 2025 was used as the event date. Customer could not test transmitter. Customer did not receive medical treatment as a result of the bleeding. Customer declined further troubleshooting for the low. Pump was used within 48 hours of the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.